Event description:
Pt called to report that her pump was alarming when the operate button was depressed. The pump was plugged in and "ac on" was displayed in "green." However, "on batt" was also displayed in "red" and flashing intermittently. Nurse told pt to unplug the machine and try a new outlet. This did not help. Nurse exchanged the malfunctioning pump with a new pump. Bad pump was sent to MFR for repair.